Event description:
It was reported on (B)(6) 2026 that c.d. From daybreak stated that the 33-year-old, male patient alleges that the daybreak sleep device pulled out their bridge after two days of use. The device was delivered to the patient on (B)(6) 2026 and the reported event occurred on (B)(6) 2026. The patient has discontinued use of the device and he was informed to return the device. Treatment will be cancelled. No outside clinical evaluation was sought.

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).